Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an endoscopic submucosal dissection (esd) procedure, the tip of the single-use electrosurgical knife fell off and into the patient's gastric body. The subject device was retrieved using reusable grasping forceps. There was no report of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4 - lot #, d8, g1 - contact office email, and h4 - device mfg date. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: knife breakage. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cutting knife broke off and the broken piece fell into the body. A likely cause of the damage of the cutting knife might be the following: spark discharge between the tissue and the cutting knife occurred during output activation, the discharge applied high localized heat to the cutting knife, causing the base of the cutting knife to melt and become thin. As a result, the strength of the cutting knife decreased. During tissue incision, a load was applied to the cutting knife with reduced strength, which might have caused the cutting knife to break. However, the exact cause of spark discharge generation could not be identified. Therefore, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected fields: b3. New information: b5. Updated information: h6. This supplemental report is being submitted to provide the correct event date and include additional information received from the customer that no device part fell into the patient's body therefore correcting h6 health effect - impact code. Olympus will continue to monitor field performance for this device.

Event description:
It was confirmed by the customer that no parts fell into the patient's body.